Event description:
The customer reported the system's display blacks out during procedures. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller was replaced. The system was then found to be working as intended.